Event description:
It was reported that the saline solution was missing from the lens vial. White crystals were visible on the lens. The lens was hard and could not be folded for injection. There was no patient contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.